Event description:
It was reported that the home patient (hp) touched the transfer set during the set up. The registered nurse (rn) stated that the hp will need a new transfer set. The hp needed assistance with ending the therapy. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report for a breach in aseptic technique, where the home patient (hp) touched the transfer set during the set up. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is further relevant information from that review, a supplemental medwatch will be filed.